Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with: cervical stenosis from c2 to c7, cervical instability and myelopathy and underwent following procedure: c2-c7 laminectomy, medial facetectomy and foraminotomy, c3-c7 segmental instrumentation, c3-c7 posterolateral fusion. As per op-notes,¿ once the c7 pedicle screws were placed, two rods were bent into correct orientation and fit over the screws from c3-c7 and secured using proper set screws. The lateral masses of c3-4 were then decorticated using high-speed cutting bur bilaterally. Morselized allograft, morselized autograft and bone morphogenic protein were placed in the posterolateral gutters for fusion from c3-c7.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.